Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a high drain 103 alarm occurred after therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated the therapy was tidal, the fill volume (fv) equaled 1500ml, the tidal volume equaled 90%, the target ultra filtration (uf) equaled 1000ml, and there was a full drain ever 4 cycles. The hp stated the last uf equaled 2269ml, the cycle one uf equaled 182ml, the cycle two uf equaled 334ml, and the cycle three uf equaled 1753ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.